Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving clonidine, bupivacaine, baclofen and dilaudid at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain. The patient stated that the pump was not working. Reportedly, the patient started having problems 9 months prior to this event report date when she started to feel leaking. The patient had lost 35 pounds. A dye study was performed on an unknown date and no fluid could be pulled back. The patient was going to have the catheter and pump replaced in the future.